Event description:
A healthcare professional reported ¿strong pain¿, ¿enlarged lymph nodes in breast¿, ¿patient than found out that their devices were recall for the risk to develop cancer...for this they suffered of depression¿,

Event description:
Patient representative reported that the patient experienced ¿strong pain¿ and ¿enlarged lymph nodes in breast¿. Patient representative stated ¿patient then found out that their devices were recalled for the risk to develop cancer...for this they suffered depression¿. Physician confirmed ¿breast tenderness/soreness spreading to the axilla¿. The device remains implanted. This relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy.

Event description:
A healthcare professional reported ¿strong pain¿, ¿enlarged lymph nodes in breast¿, ¿patient than found out that their devices were recall for the risk to develop cancer...for this they suffered of depression¿,